Event description:
It was reported that prior to start of da vinci-assisted malignant hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that universal surgical manipulator (usm) 4 kept faulting out and thinks it was connected to the patient. Tse reviewed the logs and found 1162 faults for usm 4 for the cannula sense. Prior to calling in, they power cycled, and the fault came back on at power-on. Tse had them hard power cycle the patient cart, and the fault came back again at power up. The customer needed all four arms for the case. So, they pulled in another patient cart from a different system to complete the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.